Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information regarding the reported event. To date, no additional information was obtained.

Event description:
Olympus received a voluntary medwatch report (mw5064083) on (B)(6) 2016 indicating that the spring from the vizishot bronchoscopy needle came off and was lodged inside the patient's lung. This was only noticed on final sweep of lungs before ending the case. No additional information was provided.